Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) and pod manager history (pmh) data found that the pod listed on the complaint page with serial number (B)(6) was activated at 16:58 on (B)(6) 2026. While in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased the microbolus amounts as estimated glucose values increased towards urgent high (greater than 400 mg/dl). Two automated delivery restriction alerts were generated on (B)(6) 2026 due to the automated algorithm reaching the max amount of automated basal insulin and delivering at that rate for an extended period. While in manual mode, the system correctly delivered the user's manual basal program regardless of estimated glucose values received. The cloud data showed evidence that the bolus records captured in the cloud came from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after delivery of each bolus. The pod stopped delivering insulin after generation of an 0x18 expiration alarm (error code16-00380-04851-028) after 80 hours of use at 00:58 on (B)(6) 2026. The pod was then deactivated at 04:06 on (B)(6) 2026. No evidence of issues with insulin delivery was observed in the available cloud data.

Manufacturer narrative:
For report ref # 3014585508-2026-16498-01, h6 was updated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis, hyperglycemia and loss of consciousness. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: ap3a.240905.015.a2.g996usqsjhzaa, hardware: sm-g996u, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the abdomen for 4 to 24 hours before the event. Blood glucose (bg) levels were initially 145 to 154 mg/dl, and the pod setup appeared normal, including proper pink slide movement. The patient reported no symptoms before going to sleep and was later found unconscious at home by the patient¿s spouse, with a bg reading over 400 mg/dl. Emergency services transported the patient by helicopter to the intensive care unit. Upon arrival, the patient was diagnosed with diabetic ketoacidosis, elevated potassium and phosphorus levels, and cardiac complications. The patient required a breathing tube due to being unable to breathe independently, underwent magnetic resonance imaging during hospitalization, and remained hospitalized for six days (10 to 16 february 2026). The patient recalled limited details due to unconsciousness. At the time of the report, the patient was recovering from the event.